Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that during the procedure, the bands were "miss firing" and would not "stay in place". There was no difficulty experienced upon setting up the device. The procedure was not successful due to the bands not staying on the varices. Additionally, it was reported that bleeding occurred after the procedure but prior to discharge. The patient was not admitted to the hospital beyond the standard of care. The patient was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code a150103 captures the reportable event of bands prematurely deployed. Problem code a22 captures the reportable event of bands falling off varix. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event), h6 (device code) and h10 (additional narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that during the procedure, the bands were "miss firing" and would not "stay in place". There was no difficulty experienced upon setting up the device. The procedure was not successful due to the bands not staying on the varices. Additionally, it was reported that bleeding occurred after the procedure but prior to discharge. The patient was not admitted to the hospital beyond the standard of care. The patient was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on march 30, 2021: it was reported that the bands prematurely deployed and failed to stay in place on the varices. The procedure was completed with another speedband superview super 7 device. Additionally, it was reported that the patient condition at the conclusion of the procedure was reported to be stable.